Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the rv lead exhibited rising and high impedance, intermittent capture and high thresholds. The physician did not want to revise the lead due to very little room. The following day during routine device check, these issues were resolved, all parameters were noted as normal. Rv lead remains in use. No patient complications have been reported as a result of this event.